Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under separate medwatch report number.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first device was advanced as described in the instructions for use (IFU) at 10 o´clock position. During plunger removal, the plunger was retracted and come out with difficulty. There was resistance while pulling the suture and there was no sutures attached to the needles. Another proglide was placed in accordance to the IFU with different angled position and it worked. After this another proglide was attempted at 2 o´clock position. During plunger removal, there was resistance with the plunger. In addition, while pulling the suture it ruptured. Another proglide was placed in accordance to the IFU with different angled position and it worked. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greather than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was received: the "suture ruptured" was confirmed to be a "cuff miss."

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff mis was observed as a link detachment based on the returned device condition. The reported resistance retracting the plunger could not be replicate in a testing environment as it resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss and difficulty retracting the plunger was observed as a link detachment and appear to be related to interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.